Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion,prime/ compromised force sensor, and excessive no delivery alarm test. The motor was tested outisde the device and passed. No motor error alarms noted. There was intermittent button response noted during testing due to corroded keypad traces. No button error alarm noted. Unit received with severly scratched lcd window, scratched around casing, and cracked battery tube threads. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and motor error alarm. The blood glucose at the time of the incident was 125 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.